Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the pump was exposed to water. Pump was exposed to fluid. Troubleshooting was done. Customer stated had no issues with the pump and thinks the pump was not fully exposed to moisture. No further information provided.